Event description:
The facility representative contacted baxter to report an infusor in which a leak occurred from the bladder. The event occurred during filling. The device was filled with saline. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation summary: the reported condition of a leak was confirmed during evaluation. The assignable cause was due to misassembled of the device during the film wrap assembly process. Additional information: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A follow-up emdr will be submitted when the evaluation results or if additional information becomes available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.